Event description:
Information received that the head hilow had drifted down overnight. No injury reported.

Manufacturer narrative:
Technician found that the head hilow had drifted down overnight due to bad valve. Replaced the hydraulic valve to resolve this issue. Bed found in shop.